Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up on the day implant, microdislodgment, high and unstable thresholds and intermittent capture were noted on the right ventricular (rv) lead. The lead was revised to a more apical position and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.